Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test and self test. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. Successfully downloaded history files and traces using thus software. The following were noted during visual inspection: minor scratches on lcd window, broken belt clip rails, missing display window cover, cracked keypad overlay, cracked case (corner of belt clip rails), scratched case and cracked battery tube threads. In summary, customer alleged no com pump to xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test and self test. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. Successfully downloaded history files and traces using thus software. ¿the following were noted during visual inspection: minor scratches on lcd window, broken belt clip rails, missing display window cover, cracked keypad overlay, cracked case (corner of belt clip rails), scratched case and cracked battery tube threads. In summary, customer alleged no com pump to xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, lost sensor alarm, no com pump to transmitter damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-7020a, mmt-7811na, mmt-1780kpk. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported a loss of communication between the transmitter and the pump. Customer is reporting a discrepancy between sg and bg. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for mmt-7020a. No product return is required for mmt-7811na. Mmt-1780kpk was requested and customer response was the device will be returned.